Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 523 mg/dl at the time of incident and 525 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer expressed some symptoms like nausea, thirst. Customer was not insisting on insulin pump replacement. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer declined to continue insulin pump troubleshooting. Customer reported that the cannula was bent. The insulin pump will not be returned for analysis.